Event description:
It was reported that "ci value was not stable during use". A swan-ganz catheter (model number: 777hf8) and a flotrac were temporarily used together in a patient with cardiac failure. During that time, the cardiac index (ci) from the flotrac was calculated at around 3.6 l/min and the continuous ci from the swan-ganz catheter was calculating between 2.1 to 2.2. Because the plan was to implant a cardiac resynchronization therapy defibrillator (crt-d) in the patient, the swan-ganz was removed to prevent interference between the catheter and the leads of crt-d. The patient was showing obvious signs of cardiac failure; therefore the doctor relied on the value from the swan-ganz catheter and treated the patient assuming 60% of the flotrac value as a true cardiac index. After the catheter was removed, the flotrac ci varied between 1.8 and 3.6 l/min. As reported, no significant changes in blood pressure or heart rate were noted. No vaso-active agents were in use. There was no error message shown on the vigileo monitor. There was no kink nor leakage observed on the flotrac system and the patency of the arterial line was confirmed. It could not be confirmed whether the ci value was stable or not. At the time of the report, the unit was still being used on the patient; it was originally thought that it would be returned after use.

Manufacturer narrative:
The product was not returned for evaluation. Examination of the data log from the vigileo monitor shows that during the periods when the cardiac index (ci) drops to the lower range reported, the systemic vascular resistance (svr) increases significantly. At times, there are wide variations in the data points noted for other parameters in very short time frames, suggesting the signal may have been unstable. Other sections of the data log are blank, which is also suggestive of an unstable signal. Arterial waveform stability is necessary for the accuracy of flotrac continuous cardiac output monitoring. It is not possible to confirm the complaint of inaccurate values without being able to evaluate the flotrac sensor and vigileo monitor. Review the available information suggests that clinical factors may have contributed to the complaint reported. No actions will be taken at this time. Lot number was not provided, therefore review of the manufacturing records could not be completed.